Event description:
Customer complaint ((B)(4)) received on 10/17/2016, where customer reported unexpected negative result for hla class I antibody with lifecodes lifescreen deluxe (lmx) lot 3003153, for the assay run on (B)(6) 2016. The customer reported that there was an impact on patient care, as they could not make the appropriate decisions for this patient, as they could not confirm the results.